Event description:
A customer reported damage to their tandem charging cable, resulting in non-functional charging supplies. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the damaged charging supplies, and in the interim, the customer could use a third-party cord if needed until the replacement arrived.